Event description:
It was reported that this implantable pacemaker was unable to be interrogated with consult. The healthcare professional requested local representative be paged to interrogate the device, and it was discovered to be in safety core. It was noted the patient had other non-product related, medical issues. No adverse patient effects were reported. The device remains in service.